Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Mw5152276.

Event description:
It was reported that a femoral dissection occurred while access was being obtained which required surgical intervention. The issue occurred mid-procedure when the catheters were inside the patient and while trying to upsize the agilis introducer to go left-sided. They had mapped the right ventricle and no ablation had been performed yet. The fellow was unable to advance the guidewire into the introducer. Upon assessment, a pulse was not palpable in the leg and the leg was cold. The procedure was aborted and the cath lab team was called. The cath lab team performed an assessment and confirmed the injury with contrast angiography/fluoroscopy. The patient was transferred to the or for further medical intervention. The last patient status was "seemingly stable." The non-abbott device (biosense webster soundstar catheter) and the non-abbott device (biosense webster thermocool smarttouch sf catheter) were the therapeutic/diagnostic products in use.